Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll (B)(4) for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found that the lcd was defective. Additionally, a minor crack around the boss was observed. The physical damages found during visual inspection are unrelated to the reported complaint that the autopulse platform displayed a system error. A review of the platform's archive was performed and found that a user advisory 132 (system error - internal watchdog timeout) message occurred on the reported date of (B)(4) 2015, thus confirming the reported complaint. Functional evaluation of the returned autopulse platform was unable to be performed as a system error message was observed upon power up, therefore confirming the reported complaint. Further inspection determined that the processor board was defective and needed to be replaced to remedy the system error fault. After the processor board and related cable were replaced, the platform passed all functional testing. Based on the investigation the parts identified for replacement were the processor pca board and cable. Additionally the minor crack was repaired with glue. In summary the customer's reported complaint that the autopulse platform displayed a system error was confirmed during review of the archive and functional testing. The root cause was determined to be that the pca processor board was defective. After the processor board replaced, the platform was tested with no additional problems found. Please note that the physical damage found during visual inspection is unrelated to the reported complaint. The platform is a reusable device and therefore, these types of physical damages can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria.

Manufacturer narrative:
Product in complaint was returned to zoll (B)(4) for investigation and zoll (B)(4) confirmed the customer's reported complaint. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during a device check, the autopulse platform displayed a system error-132 (internal watchdog timeout) message upon power up. There was no report of any patient involvement. No additional details were provided.